Event description:
Damage to a tandem charging cable was reported. There was no adverse impact to the customer¿s blood glucose level. The customer service team arranged to replace the damaged charging supplies, ensuring the wall adaptor and charging cable would be replaced if there were any issues with battery charging.